Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a patient passed away on (B)(6) 2014. Per the distributor the patient's sister reported that the patient was admitted to the hospital as she was not feeling well. The patient was undergoing dialysis around 1 am on (B)(6) 2014 and that a nurse was with the patient at the time of passing. The patient's sister reported that the nurse stated the patient went unconscious and was on telemetry.

Manufacturer narrative:
Investigation into the event revealed that the patient was treated five times by the lifevest on the date of passing. The patient received three inappropriate defibrillations at 03:43:25, 03:43:46, and 03:44:08. The rhythm at the time of the treatment was atrial fibrillation (af) with rapid ventricular response between 180 and 160 bpm. The high heart rate contributed to the false detection. The post shock rhythm for the first two defibrillations was af with rapid ventricular response. The post shock rhythm on the third defibrillation was vf. The device properly detected and treated the vf at 03:44:30. The rhythm failed to convert and the patient remained in vf. The fifth treatment was delivered at 03:44:59 during vf. The rhythm failed to convert and the patient remained in vf. The device was shutdown at 04:22:38. The response buttons were not pressed during the entire event. Monitor sn (B)(4) and belt sn (B)(4) have not been returned for evaluation. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the event. Monitor (B)(4): (B)(6) 2013. Electrode belt (B)(4): 03/2013.